Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic while in atrial fibrillation and hypotension. A CT scan showed perforation. It was noted that the device had previously been turned off due to a suspected dislodgement. As the patient no longer required defib therapy, the ICD system was explanted and a pacemaker was implanted.